Event description:
Reportedly, during testing, there was an "oxygen sensor error" alarm. Calibration of the oxygen sensor did not solve this issue. Upon replacing, the oxygen sensor, the alarm stopped and this issue was resolved. There was no pt involvement reported.